Event description:
Procedure: sub-cutaneous port catheter. Reportedly, the suture was used to close the cathter into tissue. The following day pt was admitted to ER because the suture broke. Pt went to surgery for closure of the wound. Re-admit to hosp for closure of wound.